Event description:
Baxter field service technician serviced a colleague infusion pump for a battery issue onsite. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause were depleted main batteries. The main batteries and harness have been replaced. Additional: a service history review has been performed and the device has been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause will be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).